Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent primary breast augmentation with two 425 cc mentor smooth round moderate profile saline breast implants and suffered several unexplained systemic symptoms postoperatively, including brain fog, back/chest pain, heart palpitations, vision changes, fatigue, numbness in hands/feet and hormonal changes. The patient reports that some of her symptoms started as early as six months after implantation. In addition, the patient reported that her left-sided device flipped and has been losing volume since 2005, and that her right-sided device deflated four years ago. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the right prosthesis.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The relevant fields have been updated. Manufacturer's reference number: (B)(4).